Event description:
The reporter stated that the surgeon was inserting a competitor's lens using a msi-pm injector and the rear haptic got trapped under the plunger and haptic tore off when optic exited the cartridge into the eye. Lens removed without enlarging incision and a second lens was implanted successfully. A suture was used to close incision. Pt doing very well, normal post op routine.